Event description:
There was no patient involved in this event. Unit powers on by itself without manual intervention.

Manufacturer narrative:
The pad-pak was first installed successfully on the 3rd june 2013 and passed all self-tests up to the 26th july 2015. Multiple manual power ups, of mainly less than one minute, were recorded on the 1st august 2015. The device passed all self-tests during this time and up to the final history log entry on the 12th october 2015. Investigation was unable to replicate or find conclusive evidence of the reported fault. There were no 10 minute time outs recorded however the manual power ups may suggest the user was power cycling the device or the device may have been switching on automatically and the user was intervening to switch the device off. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.